Manufacturer narrative:
Type of investigation codes were corrected.

Manufacturer narrative:
Health effect - clinical code and health effect - impact code fields updated. A device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the instructions for use does warn the ambient wand with integrated finger switches is contraindicated in the following: non-arthroscopic surgical procedures, procedures where a conductive irrigant is not used. Therefore, it cannot be concluded that the damage was caused by a user error while using the wand outside of indications. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an ankle surgery particularly in the kager space, the tibial nerve and flexor hallucis longus tendon were damaged. The surgeon stated the nerve damage was not caused by the ambien super turbovac wand electrode. However, according to an external healthcare professional opinion; the nerve damage was caused by user error as the electrode was not used in accordance with IFU. The patient had numbness in the foot's sole, was under rehabilitation and required a revision surgery. Its current status is unknown and no further complication were reported.